Event description:
A customer reported that the cartridge was not fitting properly on the pump, with the issue described as the cartridge not fully snapping into the pump. There was no adverse impact on the customer¿s blood glucose level, remaining below 500 mg/dl. Technical support assisted the customer by providing instructions to inspect various areas of the pump and attempted to reload the original cartridge; however, the original cartridge could not be reloaded successfully. A new cartridge was filled, and the customer followed the instructions to load it onto the pump, successfully completing the loading process and resuming insulin therapy.